Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36941198 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 149 access ports released on december 2018. Investigation results: we received for investigation 2 catheter parts. One part of 23.6cm long without any graduation, the second part is the proximal part of the catheter. The cutoff area of both parts is smooth. Its worth noting that usually, those parts are not the implanted catheter parts. We have not received for investigation the implanted part of the catheter. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. Characteristics measures (mm) specifications (mm) catheter : int. Diameter: 1.07, 1.05+/-0.05. Ext. Diameter: 2.19, 2.20+/-0.05. These characteristics conform to our specifications. No defect has been observed on the returned parts of the catheter. Conclusion: no manufacturing defect has been detected on the sample; the returned catheter is compliant with our specifications. The batch history file does not present any abnormality. The cutoff area of the received catheter parts is smooth. It was probably cut by a sharp object. However, these parts are not the implanted parts usually, and we assume that the implanted parts have not been returned. The incident has occurred during the implantation procedure. According to our observations and to the information provided by user, the most probable hypothesis is that the rupture has been initiated accidentally by the user during the procedure. However without the complete device we cannot surely confirm this hypothesis. It is worth noting that the IFU specifies, "during the implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments" (IFU §vi). This is a rare incident, not imputable to the device. No corrective action is currently envisaged. B.braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference 5430146 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36941198 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in (B)(4) 2018. Investigation results: the customer will send the device and investigation results will be communicated shortly. Conclusion: the rupture has been occurred during the implantation procedure, the main hypothesis is that the rupture has been initiated by a sharp object, but till now we don't have elements to confirm this hypothesis. A follow up will be sent as soon as new elements become available. This is a rare incident. No corrective action is currently envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Catheter rupture and migration during the implantation procedure "catheter rupture during the implantation at 10cm about from the left internal jugular vein. The migrated part has been explanted, and another access port has been implanted in the afternoon of the same day."